Manufacturer narrative:
The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the lock on the battery handpiece/modular device was spinning when turning while in use with the lid device. According to the report, the spinning occurred even though the device was in locked position. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the locking mechanism was defective. It was further determined that the locking notch was defective due to improper handling. It was further determined that the device failed pretest for check for leakage. The assignable root cause was determined to be due to improper handling which is misuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.